Event description:
It was reported that the catheter was cracked and leaking lytic. Two ekos+ devices were selected for use in the bilateral ekos procedure. The ekos+ devices were placed in the interventional radiology lab and the patient was transferred to the ICU to receive therapy. Upon arrival to the ICU, it was observed that both ekos+ devices were cracked at the connection point between the drug port and the three-way stopcock, and both were leaking lytic. The physician elected to tape the catheters and continue ekos therapy. The physician did not believe that the patient received an adequate amount of lytic therapy due to the device malfunctions. The patient required further treatment in the interventional radiology lab to adequately treat the patient condition. The patient was reported to have fully recovered.

Manufacturer narrative:
H6 - impact codes - removed f10: inadequate/inappropriate treatment or diagnostic exposure and added f05: delay to treatment/ therapy to better capture the reported event. Media analysis: the device was not received for investigation. However, the customer supplied video was reviewed and confirmed the reported complaint of a leak of the drug port. The video was unable to confirm the reported catheter damage/cracking.

Event description:
It was reported that the catheter was cracked and leaking lytic. Two ekos+ devices were selected for use in the bilateral ekos procedure. The ekos+ devices were placed in the interventional radiology lab and the patient was transferred to the ICU to receive therapy. Upon arrival to the ICU, it was observed that both ekos+ devices were cracked at the connection point between the drug port and the three-way stopcock, and both were leaking lytic. The physician elected to tape the catheters and continue ekos therapy. The physician did not believe that the patient received an adequate amount of lytic therapy due to the device malfunctions. The patient required further treatment in the interventional radiology lab to adequately treat the patient condition. The patient was reported to have fully recovered.